Manufacturer narrative:
An event of loader broke in the hemostasis valve zone during preparation was reported. The investigation of returned device found that the loader's hub was noted to fractured. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including visual inspection for damage. The cause of the reported event could not be conclusively determined, however the damage to the loader is consistent with manipulation of the occluder inside the loader. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024 , a 18mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage closure procedure using an unknown delivery system. During procedure, when the physician tried to disconnect the hemostasis valve to the amulet loader, part of the loader broke into the y-connect. They removed the hemostasis valve & loader from the cable and connected another hemostasis valve to complete the procedure. The procedure was without any issues and patient stayed stable the whole time. There was no delay in the procedure. The patient was reported stable.